Manufacturer narrative:
Device history lot: part # 03.010.056, synthes lot # 4771168, supplier lot # na, release to warehouse date: 22 oct 2004, manufactured by synthes (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the wooden handle on the slide/fixed hammer cracked into two pieces and fell off the hammer. There was no patient involvement. This report is for one (1) slide/fixed hammer 700 grams this is report 1 of 1 for (B)(4).